Event description:
It was reported patient experienced ineffective pain relief and inability to set the ipg into MRI mode due to lead fracture and high impedances. Surgical intervention was undertaken wherein physician attempted to remove the lead but was unable to due to patient anatomy. Further surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.